Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood indicating clinical use was observed. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was loaded inside the tube and delaminated at the first and second outer coils. There was no evidence that the device had been introduced into the aorta. Based on the condition of the device as found, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal tip was loose prior to insertion. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 16, 2015 11:09 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal tip was loose prior to insertion. A replacement device was used to complete the procedure. The hospital did not report any patient effects.